Event description:
ICD reached elective replacement indicator on 10/2001, which indicated premature battery depletion. Admitted and underwent an ICD generator replacement without difficulty. Seen in the device clinic as an outpatient and device function was within normal limits.